Manufacturer narrative:
This MDR follow-up report #1 is being submitted at this time as the complaint investigation was not detected in the product complaint handling system ((B)(4)) due to unexpected software issues. The purpose of this follow-up report #1 is to revise "device manufacture date" of 02/2015 to 02/28/2014. This supplement is also updating the agency on information of product analysis. As product was not returned, evaluation could only consist of a review of the manufacturing and inspection records of the device. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model fy60ad.) The exact root cause was not determined. The following additional information has been added to this follow-up report. Unique device identifier (UDI) number has been added. Product was not returned.

Event description:
Haptic broke off right after being implanted into patient's eye. The lens had to be explanted.

Event description:
Haptic broke off right after being implanted into pts eye. Lens had to be explanted.